Event description:
Healthcare professional reported a left-side deflation. Device has been explanted.

Manufacturer narrative:
Email : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge side assessed as unidentified (tear) opening and one opening on the anterior side assessed as surgical damage. Additional observations. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Later it was reported a "hole in valve" observed during surgery.